Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges additional surgery to remove the device; however no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1).there is no allegation related to the bard/davol ventrio st. Not returned.

Event description:
On (B)(6) 2010 patient underwent surgery for repair of an incarcerated epigastric hernia. A ventralex(device #1) was implanted to repair the hernia defect. On (B)(6) 2014 patient underwent an additional surgery to again repair the ventral and umbilical hernia and to remove the ventralex mesh(device #1). Subsequently, a ventrio st hernia patch was implanted to repair the defect. As a result, the patient was injured severely and permanently. The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments. The ventralex hernia patch(device #1) is defective.